Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci) the cypher 2.5/28 mm stent dislodged. The target lesion was the left anterior descending (lad) artery. The lesion was reported to be heavily calcified. The stent was not able to be deployed. The stent came off of the balloon/stent delivery system (sds) when trying to remove the product. There was some resistance reported upon withdrawal. The stent was snared and pulled back towards the guiding catheter and then brough to the level of the femoral artery. At that point the cardiologist elected to have a vascular surgeon cut down to femoral artery to remove the stent.